Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For both events, a field representative went onsite to evaluate the device and determined there was an issue with the sample probe. The field representative resolved the issue for both events. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. The first event involved two patients with a total of one erroneous result for ion selective electrode (ise) sodium, one erroneous result for potassium, one erroneous result for ion selective electrode (ise) chloride, one erroneous result for albumin gen 2, one erroneous result for alanine aminotransferase (alt), and one erroneous result for total protein gen 2. The patients' ages were (B)(6). The patients were male and female. The patients' weights were requested, but were not provided. The second event involved an erroneous result for ethanol gen.2 for one patient. The patient was a (B)(6) male. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.